Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Partial rinseback was performed, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the pt's blood due to running out of saline. The user's guide instructs the operator to ensure enough saline is available for rinseback. Eval of the returned cartridge identified a dialysate leak in the disposable fluid path. The occurrence of similar leaks has been investigated and an exact assignable cause cannot be determined. Appropriate action has been taken to reduce the occurrence of leaks. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage medical considers this report closed. No additional info will be provided.